Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
New etq record created in order to update etq (legal system) complaint number wpc (B)(4). Reason for original complaint - litigation papers allege: on or about (B)(6) 2006, patient was implanted with a pinnacle mom hip on her left side. On or about (B)(6) 2007, patient was implanted with a pinnnacle mom hip on her right side. After the surgeries, patient experienced elevated metal ions in her blood, severe pain, discomfort, and inflammation in her left thigh and groin. She also experienced a popping and snapping sensation in her hip joint when walking or moving to and from a sitting position. There is no mention of revision. Update 7/22/2015- pfs and medical records received. After review of the medical records for the MDR reportability, the unknown hip is being changed to a femoral head and a liner is being added to the complaint. No revision date has still been provided and part/lot is being updated. The complaint was updated on:8/20/2015.

Manufacturer narrative:
(B)(4).

Event description:
Ppf has no allegation.